Event description:
It was reported the patient lost parathesia. The leads were replaced due to suspected fractures. The patient recovered without sequela.

Manufacturer narrative:
Lead conductor refers to leads. It is unknown if one or both leads were fractured. The devices have not been returned to the manufacturer as of the date of this report.